Event description:
Two enteral wallstents were successfully implanted in the pt on 9/18/98. Two days post-implant, the pt presented feeling ill. One of the wallstents was oberverd in the pt's rectum and was successfully removed. There has been no claim of injury relative to this event.